Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device experienced insertion difficulty. There was resistance when trying to insert the stylet. This is an out of box failure the issue occurred during procedure and the ebus diagnostic procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the subject device experienced insertion difficulty. There was resistance when trying to insert the stylet. This is an out of box failure the issue occurred during procedure and the ebus diagnostic procedure was completed using a similar device. There were no reports of patient harm..

Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.